Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure for a left ventricular (lv) lead, a coronary sinus dissection was observed. It was reported that the event was resolved and the patient was stable. Further info request but not available.